Event description:
On (B)(6) 2012, the lay user/patient contacted lifescan (lfs) alleging that her onetouch ultralink meter was reverting to the set up mode, powered off during use, and does not turn on. The following complaint was classified based on information obtained from the customer service representative (csr). The patient alleged that the issue began on (B)(6) 2012 (shortly after 5:30am). The patient manages her diabetes with insulin (self adjuster); however, the patient denied taking any action in response to the reported meter issues. The patient denied also testing her blood glucose with another device after the reported meter issues occurred. According to the csr's documentation, shortly after the product issues began, the patient reportedly developed symptoms of "twitching, sweating profusely, headaches, and difficulties in speaking". The patient reportedly administered food/drink as self-treatment soon after. During troubleshooting, the csr noted the patient was not using the subject meter for the first time, there was no misuse of the lfs product, the patient was using the correct test strips, and the subject meter's batteries did not need to be replaced per owner's booklet recommendation. Replacement products were sent to the patient. This complaint is being reported because, the patient claims she was unable to test her blood glucose due to the reported issues and reportedly developed symptoms suggestive of hypoglycemia after the alleged meter issues began.

Manufacturer narrative:
The meter involved with this complaint has been returned on (B)(4) 2012 and evaluated by product analysis (pa) on (B)(4) 2012 with the following findings: the meter involved with this complaint failed testing. The meter was found to have a contaminated battery contact. The test strips were also returned. However, testing was not performed since the alleged issue pertains to a meter issue only. At this time, lifescan considers this matter closed.